Manufacturer narrative:
Product was not returned to zimmer biomet for investigation. Not cleared for distribution in the us. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, a lot number was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a clinical patient had an initial right oxford knee procedure on (B)(6) 2007. Patient reported weight gain due to steroid use, copd, symptomatic upper limbs, neck and ankles, diabetes and their right foot catching when walking resulting in them needing to use a frame on (B)(6) 2008 with unknown resolution. Subsequently, the patient expired on (B)(6) 2012 due to unknown causes with implants still believed to be in situ. No revision has been reported.